Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 558 mg/dl. Elevated bg was address by a correction bolus via the pump and a manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.